Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for a supra-"venticular" tachycardia that was misdiagnosed as ventricular tachycardia. Programming changes were discussed. No further information was available.